Manufacturer narrative:
The device will reportedly not be returned to (B)(4) for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro2 device would not power up. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.